Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the ¿manual cleaning is performed under running water during endoscope reprocessing¿ could not be determined, however, the issue was likely the result of user error and or a difference in the facility understanding of proper device cleaning/reprocessing as described in the IFU. The event can be detected/prevented by following the instructions for use which state: chapter 5 section 5 manual cleaning of endoscopes and accessories cleaning the outer surface cleaning the outer surface of the control unit and surrounding areas ¿1 with the endoscope completely immersed in the cleaning solution, carefully brush or wipe the outer surfaces of the operating section, the holder section, and the holder section on the universal cord side with clean gauze, a brush, or a sponge¿. Cleaning the outer surface of the scope connector and universal cord ¿1 with the endoscope completely immersed in the cleaning solution, carefully brush or wipe the outer surface of the scope connector and universal cord with clean gauze, a brush, or a sponge¿. Channel brushing warning ¿·keep the endoscope completely immersed in the cleaning solution to avoid splashing the cleaning solution when pulling the brush out of the endoscope¿. ¿brushing from the suction cylinder towards the tip of the endoscope (brushing the forceps channel inside the insertion section and the suction channel inside the operation section)¿. "3 with the endoscope fully immersed in the cleaning solution, insert the brush into the hole in the side wall inside the suction cylinder at a 45° angle to the suction cylinder opening. Brush part is forceps insert it in small increments through the channel until it protrudes from the tip of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope was reprocessed incorrectly. Manual cleaning of the scope was done under running water during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.